Event description:
Four months post-implant, the pt reportedly began to experience severe tinnitus while using their sound processor and also when external equipment was not in use. The pt was seen at the clinic by a company rep for device testing. Testing performed confirmed the device was functioning. Programming adjustments were recommended. In august 2002, the pt discontinued using the sound processor. The pt was seen by a company rep for device evaluation. Programming changes were made and the pt reported improvement. 2 months later the pt received additional programming changes and reported improved sound quality and elimination of reported noise they experienced earlier in the year. 1 month later, the patient was seen at the implant center for evaluation. The patient reported that their noise (tinnitus) had diminished. Testing performed indicated that the pt was receiving limited benefit while using the sound processor. In january 2003 the center reported that explant surgery would be scheduled in spring 2003.